Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The energy delivery test successfully passed in various grip orientations as well as the electrical continuity test. Additionally, not reported by the customer, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the 8mm maryland bipolar forceps instrument could be controlled normally, but the coagulation did not work. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.